Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that in (B)(6) 2017 this pacemaker had an estimated longevity of 2.5 years. In (B)(6) 2017 this pacemaker declared end of life (eol). There was an allegation of premature battery depletion. The patient is not pacemaker dependent and there were no adverse patient effects reported. The patient and physician decided not to replace the device as the patient no longer requires pacing therapy. The device remains in service.